Manufacturer narrative:
The reported events of helix mechanism issue and ¿white substance stuck in the helix¿ were confirmed. As received, a complete lead with stylet inserted was returned. The lead was returned with the helix extended and clogged with blood/tissue and was bent consistent with procedural damage. X-ray examination verified that the helix was bent and the inner coil at the connector region was over torqued and some filars were broken consistent with procedural damage. Conductor shorting was noted due to the over torqued inner coil. The steroid plug was found shifted towards the distal end of the helix consistent with the reported event of ¿white substance stuck in the helix¿. The cause of the reported event of helix mechanism issue was isolated to the helix being bent and over torqued of the inner coil.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead had failed to extend and failed to retract. Additionally, the helix had white substance stuck in it. The lead was not used, and a new lead was implanted. The patient had no adverse consequences.